Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of intermittent shocking and increased stimulation with use for the last year. Impedances were checked at various amplitude levels indicating greater than 10000 ohms on all eight electrodes. The impedance check elicited a brief shocking sensation to the patient that they described as similar to earlier instances. The patient was to be referred for battery and lead replacement; their battery had reached eri. Surgical intervention was planned but not scheduled. No further complications reported.